Manufacturer narrative:
Additional data: b.6., d.10., h.3., g.1., h.6. Device evaluation: analysis of the returned device identified: broken shell, crease fold, underweight and brown particles. A visual and micro analysis was performed which identified: crease sharp broken, stress marks and wear abrasion. Base on the device analysis the final assessment is: a broken crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.